Event description:
Infusion set connected to a normal saline 'excel' bag and the line primed with normal saline. Paclitaxel then added to the bag and taken to infusion area. Nurse picked up bag and tubing fell off just below the drip chamber spilling paclitaxel on counter and floor.